Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; d4; d9; g3; g6; h2; h3; h4; h5; h6. Complaint sample was evaluated, and the reported event was confirmed. Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Further inspection of the battery pack found the outside was warped. Batteries were removed from the pack. Due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing and design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Event description:
It was reported that pre operation the battery had exploded. Black powder was in the package. No harm or surgical delay. Diligence is complete.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. E1: telephone: (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.